Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a ngen pump and after fast flushing the pump, it will not go to the low flow setting. The issue was resolved by rebooting the pump by unplugging and replugging and/or doing a power cycle. No adverse patient consequence was reported.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a ngen pump and after fast flushing the pump, it will not go to the low flow setting. The issue was resolved by rebooting the pump by unplugging and replugging and/or doing a power cycle. No adverse patient consequence was reported. Hardware investigation details: this hardware manufacturer stated that the pump is functional and working well. However, the display board was replaced as a precautionary measure. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction to the initial report: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).